Event description:
10/9/06 pt reports their stimulator is not working after having gone through walmart security gates without turning off device. The imp duration is 21 months. The pt called the MFR stating the stimulator is not working. The pt was hearing three beeps. Troubleshooting was performed and pt programmer was determined to be working. The pt was directed to follow up with the hcp for further follow up. The MFR contacted the hcp for add'l info. The hcp has been unable to obtain any info from the pt regarding this event. There is no report of device explantation.